Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented for a follow-up in clinic a couple days after an initial implant procedure. During interrogation of the patient's implantable cardiac monitor, loss of contact leading to undersensing and false atrial fibrillation episodes was observed. No intervention was performed as the physician opted to continue to monitor the patient and to allow time for the device to settle into the patient's pocket. The patient's condition was stable throughout the event.